Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for future occurrences. The customer was able to continue using the pump without recurring issues.